Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 8. Details of surgery: ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain and mobility. No further patient complications were reported.